Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in some infusion sets, the tubing came apart at the release connection. The site location was on the side of patient's abdomen and the pump was located on the same side as the infusion set. The infusion had been in use for one or two days. Reportedly, the infusions were stored at room temperature and there was no stress or pull on the tubing. No further information available.